Manufacturer narrative:
The system monitor originally belonged to patient mb (dob 03jun1943). It was used in a clinical consultation with patient acc who had the malfunctioning monitor cable, and the issue was noticed at the time. Manufacturer's investigation conclusion: the reported event of a screen and communication issue with the system monitor was not confirmed. There was no photos or log files submitted for review. The system monitor, (B)(6), was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate system monitor screen did not show the option to increase or decrease pump rotation. The monitor cable was also instable in its transmission, which caused the monitor screen to turn off. The system monitor and cable were exchanged.

Manufacturer narrative:
No additional information for conducting this investigation has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.